Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) years old.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. The reported issue did not impact the customer's blood glucose level.